Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 390 (mg/dl). Customer did not indicate how bg level would be treated. System check with tandem technical support indicated pump was performing as intended. Customer indicated that infusion site would be changed. Recommendation was made to consult with health care provider to discuss diabetes management.

Manufacturer narrative:
Additional information: customer changed supplies and administered a bolus to treat elevated bg levels.